Event description:
It was reported that during implant attempt, the patient experienced asystole. After 15 minutes of heart massage the heart started to contract. Impedance close to 1500 ohms was measured, and changing positions increased impedance to over 2000 ohms. The lead was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found; full lead was returned.